Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "fluid collection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leakage," "fluid collection."

Event description:
Healthcare provider reported a right side exchange from textured to smooth devices due to the patient's concern with the product. Also reported "leakage," "fluid collection" on ultrasound, and "cyst[s]" which were not device-related. The device has been explanted.